Manufacturer narrative:
Evaluation summary: photo received from the account confirming the kink on the device. The device returned with the back-end wheel partially forward. The device was kink 13.7cm distal to the strain relief. No further damage was observed to the device. The reported kink was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was planned to be implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure, when the delivery system box was opened, the delivery system was removed from packaging and laid on the back table however before the delivery system was removed from the packaging tray, there was an obvious kink seen in the graft cover about mid-way between the handle and the tip. A back-up ells stent graft was opened and implanted. Per the physician the cause of the damage is undetermined. No additional clinical sequelae were reported and the patient is fine.